Manufacturer narrative:
The reported symptoms/conditions were assessed as a serious injury related to the use of the coolsculpting device. The coolsculpting user manual lists cryoglobulinemia as one of the absolute contraindications for patients undergoing localized skin cooling treatments. Neither the treatment provider nor the patient was unaware that the patient had cryoglobulinemia prior to receiving coolsculpting treatments. Diligent efforts have been made by allergan to gather more information on the diagnoses, treatments, device information, system logs and updates on patient's symptoms, but no additional information has been received to date. Zeltiq (now allergan) was initially made aware of the reportable event on (B)(6) 2017, and an initial attempt to submit this MDR was made on (B)(6) 2018. However, due to transmission issues, this MDR is being re-submitted. (B)(6) was notified on (B)(6) 2018 and has assigned ticket number (B)(4) for this issue.

Event description:
On (B)(6) 2017, allergan received report from a treatment provider that a patient received coolsculpting treatment to the abdomen on an unspecified date and had subsequently developed a problem with her left brachialis plexus similar to parsonage-turner syndrome and morbus schamberg, a leucocytoclastic vasculitis (diagnosed via biopsy) in her legs 2 months after treatment. The physician stated that prior to receiving coolsculpting treatment, neither he nor the patient was unaware that the patient had cryoglobulinemia. Diligent efforts have been made by allergan to gather more information on the diagnoses, treatments, device information, system logs and updates on patient's symptoms, but no additional information has been received to date. The coolsculpting user manual lists cryoglobulinemia as one of the absolute contraindications for patients undergoing localized skin cooling treatments.